Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports that there was a breakage between the molded strain relief of the secondary extension tubing and the butterfly. Betadine and alcohol were used to clean the area and the area was completely dried prior to insertion. The PICC was not found difficult to handle during insertion, nor was it difficult to secure. It was secured with tegaderm and then tape. The PICC was inserted on (B)(6) 2012 into the pt's left arm. It was flushed on a regular basis as the purple lumen was used for total parenteral nutrition (tpn) and the clear lumen was used for medications and dopamine drip. A 5 ml syringe was used to flush the lines with 1 unit of heparin per ml and the area and the hub were both cleaned with alcohol. The customer further reports that the PICC was removed on (B)(6) 2012 and was replaced with another PICC on (B)(6) 2012. The pt's status is critical, as the pt is a (B)(6).